Event description:
It was reported that during the implantation procedure, it was noted that the impedances of the right atrial (ra) lead were greater than 3000 ohms. Despite numerous attempts at troubleshooting, the problem persisted, leading to the substitution of the lead with a new one. Subsequently, the procedure concluded without any additional complications, and no negative effects on the patient were observed. This lead is anticipated to be returned.

Event description:
It was reported that during the implantation procedure, it was noted that the impedances of the right atrial (ra) lead were greater than 3000 ohms. Despite numerous attempts at troubleshooting, the problem persisted, leading to the substitution of the lead with a new one. Subsequently, the procedure concluded without any additional complications, and no negative effects on the patient were observed. This lead is anticipated to be returned. This lead was received for product investigation. This report includes device technical analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test did not pass inspection due to a bent inner coil near the terminal pin. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation of pacing impedances high/out of range.